Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the rui or remote user interface was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.